Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable from video pcb to the output panel was evaluated and replaced. The control panel processor was evaluated and identified as requiring replacement. System cmos settings were also reset as part of the repair. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.